Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. Download data was not available for the device, as the pod was unable to establish a connection with a master pdm due to the pod being connected to another remote. The pod underwent a 80 hour reset in an attempt to connect to the master pdm but ultimately was unsuccessful. As a result a full investigation was unable to be completed, it could not be determined if any communication error occurred or any hazard alarm was generated. A full investigation could not be completed due to the data loss. No damages or defects were observed that would contribute to the reported communication error during operation. The cause of the reported pod and cgm communication error complaint could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod for approximately 36 hours. Patient experienced pain in the infusion site (abdomen), and noticed the pod was coming loose from the infusion site, causing the cannula to dislodge. As treatment, a new pod was applied. The patient also reported being unable to receive blood glucose level on the personal diabetes manager (pdm) for approximately 4 hours the day before, but the readings eventually resumed. The pod and continuous glucose monitor (cgm, g7) were worn within line of sight. Dexcom has been notified.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.